Manufacturer narrative:
B.5.additional information.medtronic received additional information that the issue was with the oxygenator. The solution used during prime was crystalloid. The patient on cardiopulmonary bypass (cpb) for a few minutes when the blockage occurred. Section d updated. Section.g.4.PMA/510 k updated img code updated device evaluation:: visual inspection showed no outward signs of physical damage or abnormalities. Unit appeared to have been used. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing.testing was conducted at a 1:1 ratio (7l/min blood and gas f lows. The results were as follows:¿ 173 mmhg blood side pressure drop. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that during use of a custom tubing pack, it was reported that the circuit was primed without incident. As attempting to go on to bypass, heater cooler bath at 35 degree c, initially no abnormality noted but within 3 minutes the perfusionist noticed issues with flow (25000rpm), increased rpm to 3200rpm, and then noticed the transmembrane pressure had increased to around 400- 450mmhg, with arterial circuit pressure of 130-150mmhg. Patient radial artery pressure 40-50mmhg. The patient was not cooled yet with a temperature of 35/36 degrees. Customer tried increasing the flow with no effect. No kinks in tubing was found. The procedure was a davids procedure. The patient is mid 30's and relatively healthy. No blood abnormalities was found. No abnormality in transmembrane gradient.. The device was replaced to complete the procedure. The delay in procedure was around 25 mins. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no previous medical history, no known cryoglobulins or known blood abnormalities. Normal blood results (platelets normal on fbc) and group and screen. Normal renal function. No regular medications. Elective. Normal pre-bypass course. Initial act 999s after 450 units heparin (84kg). Checked pressure domes, appeared appropriate. Worsening gradient, inability to increase flows to target, decision made to ventilate and wean off bypass. Total time on bypass approximately 5 minutes, with worsening oxygenator resistance as customer proceeded. Customer was drained of blood which was given to patient as went back on bypass. Machine immediately re-primed with plasmalyte and loop made with av. Running original circuit, still very high transmembrane gradient (>300mmhg) even though plasmalyte only in circuit. This was much different to prior to bypass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that the circuit was primed without incident. As attempting to go on to bypass, the perfusionist noticed issues with flow, and then noticed the transmembrane pressure had increased to around 450mmhg. The patient was not cooled yet with a temperature of 35/36 degrees. Customer tried increasing the flow with no effect. No kinks in tubing was found. The procedure was a davids procedure. The patient is mid 30's and relatively healthy. No blood abnormalities was found. The device was replaced to complete the procedure. The delay in procedure was around 25 mins. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.